Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Investigation conclusion: the customer complaint of leaking from the soft tubing could not be verified due to the product not being returned for failure investigation. Root cause description: the root cause could not be determined without a failure investigation. Rationale: this incident has been added to our database of reported incidents. Since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that the as lvp 20d 2ss cv tubing leaked IV fluid. The following information was provided by the initial reporter: "concern description: integrity of the set was compromised as IV fluid was leaking out from the upper portion of soft tubing."